Event description:
An olympus representative reported to olympus on behalf of the customer that the 4k camera head had no image during preparation for use for the therapeutic laparoscopic surgery. The issue was found during reprocessing. There was no delay, and the patient was not under anesthesia. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to a defective cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the loss of image occurred because communication failure occurred due to faulty cable (internal disconnection). However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. As a result of reviewing the instruction manual and the labeling of the product, there was no abnormality that would lead to the reported issue. Olympus will continue to monitor the field performance of this device.